Event description:
The optical therasage pads heated up and burnt several holes in the chairs chase pad. No injuries reported.

Manufacturer narrative:
Golden technologies inc, offered the therasage (k120254) far heating pad as an option on certain models of their chairs. The failure is in the far pad and not in goldens lift chair. A safety alert was issued on september 21, 2012 by golden technologies for the far heating system used inside some of golden technologies chairs. Golden has asked all consumers to unplug the therasage heating pads and will permanently disable the far system. Additionally golden has discontinued use of the far pads in any and all future products. The safety alerts does not include goldens standard heat and message systems.